Event description:
It was reported that during a follow up, episodes of non-sustained right ventricular noise was observed. The episodes occurred for a few hours and it is unknown what the patient was doing at that time. No further information is available. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device later exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended and the device remains implanted.